Event description:
It was reported that the user contacted support for assistance with a function review and ilet setup, after which their blood glucose was 282 mg/dl; the user attributed the hyperglycemia to a recent meal and was asymptomatic and trending down, with no device problem or component issue identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.